Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following field was updated: b5 reportable event description.

Event description:
The customer reported the reported issue occurred during maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material was unable to be further specified. Moreover, there was no physical damage at the area where the foreign material remained. It was noted that due to the deformation of the connector guide pin (designated the "el" pin), water tightness was lost. A further cause of the loss of water tightness could not be presumed from the information provided for this investigation. Therefore, the suggested event was presumed to have occurred by incomplete reprocessing caused by a leak of the scope connector. The suggested event is detectable and preventable by handling the device in accordance with the following instruction for use (IFU): evis exera ii gif/cf type 165 includes the detection way in series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 includes the preventive measures in series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on the updated device evaluation, as well as additional information available on file: b5/event description: the customer reported to olympus that the water connector for the jet connection was loose while using the evis exera ii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found within the auxiliary channel and in the adhesive of the bending section cover; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. H4/device manufacturer date: july 10, 2006. H6/component codes: 525 tube; 3194 adhesive. The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material found within the auxiliary channel and in the adhesive of the bending section cover, additional evaluation findings are as follows: the grip had a crack, the scope cover was shaved, the air/water cylinder and suction cylinder both had discoloration, the switch box was dirty, the mount was dirty due to water leakage; due to deformation of the electrical connector guide pin, water tightness was lost, the scope connector cover unit was dirty, the suction connector and electrical connector both had corrosion; due to a crack on the plastic distal end cover, insulation resistance at the distal end did not meet the standard value; due to damage on the charge-coupled device unit, the image had roughness; the plastic distal end cover was deformed, the objective lens had a scratch, the light guide lens had a chip and was cracked, the connecting tube had a cut, and the universal cord had corrosion. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the water connector for the jet connection was loose while using the evis exera ii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found within the auxiliary channel and in the adhesive of the bending section cover; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; when leakage and electrical safety tests were performed, a leak was found at the mouthpiece pins and a distal end insulation test failure. In addition to foreign material found, the grip was cracked, the mount unit was dirty, the auxiliary channel had residue lodged at the distal end entry, the bending section cover adhesive was separated and had foreign material, the connecting tube was cut, and there was corrosion on the universal cord metal part of the body control unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the water connector for the jet connection was loose while using the evis exera ii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found within the device; this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.